Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had no image. The malfunction occurred during inspection for use and there were no reports of patient involvement.

Manufacturer narrative:
Updated fields - d9 - date received by mfg, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and historical data, reasonably known information suggests the most probable cause of the customer reported allegation is a cause traced to a component failure, which is an expected or random component failure without any design or manufacturing issue. The component failure was due to a degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.